Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with novosyn quick suture. The customer reported that the gynaecology and obstetrics department in the general hospital reported the following: a more difficult wound-healing process following the procedure. Additional information has not been provided. The customer refused to send any additional information, explaining that: the department has withdrawn its complaint, meaning that it is not required to provide any further explanations and will not do so. From our side, the matter is closed.

Manufacturer narrative:
Summary of investigation: there are no previous complaints of this code-batch. We manufactured (B)(4) units of this code-batch. There are (B)(4) units in our stock. We have received 36 closed samples from customer and 36 closed samples from our stock to analyze this case. To evaluate the conformity of these units, we performed the following tests: tightness test to the closed samples received has been performed and the units are tight. Knot pull tensile strength results conducted on closed samples received from customer are 2.63 kgf in average and 2.30 in minimum and fulfil the european pharmacopoeia (ep) requirements (ep requirements: 2.04 kgf in average and 1.02 kgf in minimum). Knot pull tensile strength results conducted on closed samples received from stock are 2.73 kgf in average and 2.62 in minimum and fulfil the european pharmacopoeia (ep) requirements (ep requirements: 2.04 kgf in average and 1.02 kgf in minimum). Degradation test results conducted on the samples received from stock and customer fulfil b. Braun surgical (bbs) requirements. In the degradation test, threads are introduced in a 0,9% nacl solution at 37ºc for 7 days. After this period, the knot pull tensile strength of the thread is tested. The results for the samples received from customer are 0.94 kgf in maximum and 0.68 kgf in minimum and the results for the samples received from stock are 0.93 kgf in maximum and 0.84 kgf in minimum and fulfil bbs requirements: 1.58 kgf in maximum and 0.31 kgf in minimum. As stated in the precautions of instructions for use of the product: consideration should be taken when using absorbable sutures in tissues with poor blood supply, as suture extrusion and delayed absorption may occur. Subcuticular sutures should be placed as deeply as possible to minimize the erythema and indurations normally associated with the absorption process. The use of novosyn® quick may not be advised in elderly or malnourished or debilitated patients, or in patients suffering from diseases or conditions which delay the wound healing process. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: it has not been possible to determine the root cause because the closed samples received comply usp/ep and b. Braun surgical requirements. Final conclusion: although the results of the samples received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. The case is considered not confirmed by evidence of the closed samples received. After investigation, we do not see any manufacturing fault or material defect that could have caused the incident. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.